Manufacturer narrative:
Result - a sample was not received for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. The process was reviewed for the reported catalog number 515306, noting the visual inspections, membrane welding test, and leakage tests performed. Conclusion - bd was unable to duplicate or confirm the customer's indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: a sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the bd infusion adapter c100 with built-in phaseal connector was inserted into a baxter infusion bag, decitabine was injected, and the entire bag with the bd phaseal device was refrigerated to maintain the stability of the drug. When it was sent to nursing to set up the infusion, the bd phaseal adapter slid out of the bag, and the contents of the bag were spilled onto the staff member's face and gown and the patient's belongings. The staff member was seen by employee health but no treatment was given. The staff member scrubbed the area of exposure with soap and water and changed clothes. Of note, the staff has made some adjustments in their practice and have switched to a different brand of infusion bags and have not had further incidents.